Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - d10 (concomitant products).

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, equipment check. Unit functions to factory specifications. Returned to customer.

Event description:
N/a.

Event description:
It was reported by the customer that, during use of the cardiosave intra-aortic balloon pump (iabp), the unit lost the blood pressure signal while in use with a fiber optic balloon. Therapy continued until the patient recovered and was weaned off the device. No harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.